Event description:
Per the surgeon, while performing a non-baha related procedure on the patient; he excised the excess skin from the implanted site. There were no reports of antibiotics used during the procedure. The implanted device remains.

Manufacturer narrative:
Implanted device remains.